Manufacturer narrative:
Investigation summary: 19 representative samples and 3 samples without packaging were returned for evaluation. A bd quality engineer inspected the returned units and confirmed the report of excess lubricant on three of the samples. The assembly process was reviewed. Solidified silicone could have transferred from the edges of the lubrication tank holder to the product during the tipping process. The appropriate personnel have been notified of this event. Action has been taken to update the monthly preventative maintenance task list to include cleaning of the lubrication tank holder. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Event description:
It was reported that bd angiocath¿ plus IV catheter had foreign matter on the tip. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: too much oil(or fluid) on the catheter tip. The customer found that there was a lot of oil on the catheter tip. Customer threw it away because she thought it was foreign material.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ plus IV catheter had foreign matter on the tip. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: too much oil(or fluid) on the catheter tip. The customer found that there was a lot of oil on the catheter tip. Customer threw it away because she thought it was foreign material.